Event description:
Healthcare professional later reported "intraoperatively detected rupture of a silicone gel breast implant with intracapsular silicone leakage." The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, d6b, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient, through company representative, reported of the right side device: "almost complete lysis or dissolution of the implant shell". The device was explanted.

Event description:
Patient, through company representative, reported of the right side device: "almost complete lysis or dissolution of the implant shell". Later healthcare professional reported "rupture with intracapsular silicone leakage". The device was explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - rupture: observed broken device through microscopic inspection assessed as fold flaw opening and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases, non-penetrating nick, delamination of the orientation dot and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: a6, d9, h3, h6.